Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.